Manufacturer narrative:
A product correction letter was sent to all customers with impacted instruments notifying them of the potential hazards associated with the tubing. The letter provides instructions for the customer to inspect for leaking tubing and for proper cuvette wash. A mandatory technical service bulletin (tsb) was issued on all impacted architect clinical chemistry systems. The mandatory tsb instructs field service to replace the peristaltic head tubing. Field service replaced the peristaltic head tubing during the service visit to resolve the issue.

Event description:
The customer indicated that they were having problems with erratic qc on urea and alk phos. Field service replaced the peristaltic head tubing on the architect c4000 analyzer during the service visit to resolve the issue. There was no impact to patient results or injury reported.